Event description:
The manufacturer received information alleging an everflow oxygen concentrator caught on fire. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for further investigation. A follow up report will be submitted when the manufacturer has completed the investigation.